Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low voltage advisory alarm that was not resolved even after the battery and battery clip were replaced. The patient went to the hospital outpatient and the battery and battery clip had rusted and corroded terminals. The alarms stopped when the mobile power unit (mpu) was used. The system controller, two batteries, and four battery clips were replaced with new ones. The event log files captured several odd low power advisories when the patient was connected to the batteries. There were no other unusual events captured.

Manufacturer narrative:
Section d1: brand name corrected section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: the reported event of corrosion damage on the 14v li-ion battery (serial number: (B)(6) was unable to be confirmed due to the 14v li-ion battery not returning for analysis. The root cause for the reported corrosion was unable to be conclusively determined through this analysis. The 14v li-ion batteries (serial number: (B)(6) were inspected and accepted into the receiving inspection storage location on 03apr2023 and passed all manufacturing testing prior to being initially shipped outbound on 17apr2023. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.